Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 3/9/2017. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that prior to use in a procedure, the customer noted that the plastic packaging tray was cracked, jeopardizing the sterility of the instrument. No further information is known at this time there was no report adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n9355r. The analysis results found that harh36 device was returned inside its package. Upon visual inspection, it was observed that the blister from the packaging was damaged; it was noted to be broken at one of the sides of the package. In, addition pieces of the broken blister were still attached to the tyvek. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.